Manufacturer narrative:
Analysis identified that all conductor wires were broken in the body of the lead 3.3 cm from the proximal end of the lead. Functional test indicated all circuits were open. All conductors were crushed 8.7 cm from the distal end. Functional test showed continuity was acceptable in this segment. There were no shorts dry. (B)(4).

Manufacturer narrative:
Analysis of the lead (lot number: va0z14g ) found that the lead body conductor was broken within 10 cm of connector area. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3389, lot# unknown, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that there was a lead fracture which was noted to be visible on an x-ray. It is unknown what environmental issues caused the event, or what troubleshooting was performed. As a result of the lead was explanted and replaced on (B)(6) 2017, resolving the issue.

Manufacturer narrative:
All reports from regulatory report # 3004209178-2017-19932 will now be sent through this chain. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.